Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with an implantable cardiac monitor that was under sensing r-waves and storing inappropriate brady and pause episodes. Device reprogramming was discussed.

Event description:
New information received on (B)(4) 2019, indicates that more episodes of under-sensing, pause, & brady have occurred. No resolution was reported and the patient was stable.

Manufacturer narrative:
Correction: the patient sex was not included in the original report. The sex was female.